Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 29-apr-2022. H.6. Investigation: four open 32g x 4mm pen needle samples and three photos were returned from an unknown lot. No., cat. No. 320559. Visual examination was carried out on the returned samples and photos and a bent non patient end of cannula was observed on two samples. No issues were observed with the remaining two samples. A functionality test as per q-sop-183-dl was carried out on all four samples and no issues were observed. See attached data collection form. No DHR review can be carried out as lot number is unknown. As all samples returned were open it is not possible to confirm this defect to be manufacturing related.

Event description:
It was reported when using the bd ultra-fine¿ nano¿ pen needle the device was difficult to operate and the cannula npe was found to be broken. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: this is a report about broken needle npe. The drug solution didn't come out, the patient brought the actual sample to the pharmacy. The pharmacy staff checked the product and the needle npe was found to be broken.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd ultra-fine¿ nano¿ pen needle the device was difficult to operate and the cannula npe was found to be broken. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: this is a report about broken needle npe. The drug solution didn't come out, the patient brought the actual sample to the pharmacy. The pharmacy staff checked the product and the needle npe was found to be broken.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd ultra-fine¿ nano¿ pen needle the device was difficult to operate and the cannula npe was found to be broken. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: this is a report about broken needle npe. The drug solution didn't come out, the patient brought the actual sample to the pharmacy. The pharmacy staff checked the product and the needle npe was found to be broken.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. DHR could not be performed due to unknown lot#.

Event description:
It was reported when using the bd ultra-fine¿ nano¿ pen needle the device was difficult to operate and the cannula npe was found to be broken. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: this is a report about broken needle npe. The drug solution didn't come out, the patient brought the actual sample to the pharmacy. The pharmacy staff checked the product and the needle npe was found to be broken.